Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. Issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site and the patient stopped using the scs system. Surgical intervention may be planned to address this issue.